Event description:
It was reported that the customer had issues with his sensors, after he had surgery. He received sensor errors, lost sensor, and calibration errors. His sensors were also bent. The customer also had issues with his sensor and blood glucose readings. His blood glucose level was 267 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).